Event description:
It was reported that during a procedure to recreate the transit after a hartmann procedure after firing the stapler, the surgeon saw that the anastomosis was 0% done. The staples were formed only in distal lumen, but the cut was made through both distal and proximal lumens. Procedure was prolonged by 60 minutes. Usual suture for colostoma.

Manufacturer narrative:
(B)(4). Additional information: was the device difficult to fire? ¿ no. Who fired the device? ¿ the surgeon. Where was the indicator when the device was fired? ¿ the staple indicator was between 1.5 mm ¿ 2.00 mm. What did the staple form look like? ¿ normal staples, properly formed (like a ¿b¿). What is meant by ¿usual suture for colostoma¿? ¿ normal suture wire (e.g. Ethicon suture). Please confirm, the intent of the procedure was to reverse the hartman procedure and as a result the device issue the patient will now have a permanent colostomy. ¿ yes. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.